Event description:
The freestyle libre 2 cgm sensor adhesive must've changed because I have a red bloody ring where the sensor is when I remove it. This is the third one and it's worse. I contacted them and asked if they changed or have a recall and they said stop using it. This is a lifesaving medical device for t1diabetes. I need this device, and they were flippant in their reply. Last 3 sensors: (B)(6). Reference report #mw5162203, #mw5162204, #mw5162206, #mw5162207.